Manufacturer narrative:
There was no visible damage to the penumbra smart coil detachment handle (handle). Evaluation of the returned device revealed that the handle was functional. The handle was functionally tested using the handle fixture and functioned as intended. Therefore, the root cause of the detachment issue mentioned in the complaint could not be determined. The smart coil mentioned in the complaint was not returned for evaluation. Penumbra handles are visually inspected and 100% functionally tested by quality during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-001259.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician deployed a smart coil into the target vessel but was unable to detach the coil using the handle. Therefore, a new handle was opened and the smart coil was detached without an issue. The procedure was then successfully completed using additional smart coils and the second handle. There was no report of an adverse effect to the patient.